Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an underestimation of battery longevity was noted on the device. An additional interrogation revealed normal battery longevity measurements and the device remains implanted. The patient was in stable condition and will continue to be monitored.